Event description:
It was reported that during an unspecified procedure, one of the three small beads at the front end of the tristar 50 icw blade had fallen into the incision, it was noticed when the bleeding was stopped on local tissues. The bead was clamped out with nucleus pulposus forceps. It is unknown if there was a back-up device available or if there was a delay. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for evaluation.

Manufacturer narrative:
H11: h2: additional information on b5 & h6 (health effect - impact code).

Event description:
It was reported that during a knee joint surgery, one of the three small beads at the front end of the tristar 50 icw wand had fallen into the incision, it was noticed when the bleeding was stopped on local tissues. The bead was clamped out with nucleus pulposus forceps. The procedure was completed with a smith and nephew back up device. There was a delay less than 30 minutes and no further complications were reported.